Event description:
Breast implant illness has caused intracranial hypertension after surgical removal along with pulsatile tinnitus, massive migraine, swelling etc. Had to be hospitalized etc. Before removal on (B)(6) 2024 I was diagnosed with breast implant illness, hyperthyroidism, dilated left ventricle of heart, thyroid crisis, auto immune leukopenia, positive ana titer, optic nerve damage, optic neuritis, papilledema and much more. Every single specialist I saw advised to get them out immediately because my body was having an inflammatory response to the mentor implants. List of these drs include but not limited to dr. (B)(6) and more. I was told the implants were made of saline water and perfectly safe upon putting them in. That was a lie. They in turn have damaged my vision and taken a huge toll on my health, surgery ran over because one was also ruptured that no imaging ever even picked up. Please stop allowing these to be put into women's bodies. They are death traps. Awful. I am so sick trying to recover from the excruciating pain and trauma they have caused me. Reference report mw5163589.